Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that pump infused too fast. The patient was receiving 1 unit packed rbc's. The pump was set to run at 85 ml/hr. Blood should have run over at least 3.5 hours but blood finished at 3 hours. There was no patient harm.

Event description:
It was reported that the pump infused too fast. The patient was receiving (1) unit packed rbc's and the pump was set to run at 85 ml/hr. Blood should have run over at least (3.5) hours but blood finished at (3) hours. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information added to: d4, d10, h.4, & h.6. (Device code) also; section; b.5. (Event description - patient/event information clarified/detailed). The customer¿s report of infusing faster than expected was not confirmed or reproduced. Review of the pcu error log showed no errors have been recorded on the reported event date. Review of the pcu event log showed, on the reported event date of 1 august 2019 the pcu was powered on at 9:02 am and same patient and same profile (telemetry) were selected. The suspect device (sn 13164208) was selected and programmed guardrail IV fluids blood (rbc¿s) at a rate of 25 ml/hr (vtbi= 300 ml). At 9:20 am, the suspect device (sn 13164208) was selected and the rate was changed to 85 ml/hr. At 12:03 pm, the suspect device (sn 13164208) alarmed for air in line for over one minute before being channeled off. Total volume infused between 9:02 am- 12:07 pm= 235.41 ml. Testing showed the device was operating within specification(s). Incidental finding- debris (gauze-like material) was observed between the platen hinge and the membrane frame; the debris did not affect the rate accuracy of the device. Incidental finding- inspection of the suspect device found corrosion forming on the pumping mechanism under the camshaft assembly. The root cause was not identified.